Event description:
It was reported that the unspecified bd 2nd gen pen needle experienced cannula broke off. The following information was provided by the initial reporter: the 2nd gen version needles are cumbersome to handle and seem to bend/break more easily.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the unspecified bd 2nd gen pen needle experienced cannula broke off. The following information was provided by the initial reporter: the 2nd gen version needles are cumbersome to handle and seem to bend/break more easily.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 4mm x 32g experienced cannula broke off. The following information was provided by the initial reporter: the 2nd gen version needles are cumbersome to handle and seem to bend/break more easily.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd nano¿ 2nd gen pen needles 4mm x 32g experienced cannula broke off. The following information was provided by the initial reporter: the 2nd gen version needles are cumbersome to handle and seem to bend/break more easily. D1: medical device brand name: bd nano¿ 2nd gen pen needles 4mm x 32g. D2: medical device manufacturer: becton dickinson and co. D4: catalog #: 320550. D4: medical device lot #: 1187334. D4: UDI # (B)(4). D4: medical device expiration date: 31-jul-2026. G2: medical device manufacturer: becton dickinson and co. G.5. PMA / 510(k)#: k212015. H4: device manufacture date: 06-jul-2021. H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.